Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the buttons were unresponsive on the insulin pump. Customer's blood glucose was 147 mg/dl. The customer stated they were unable to resolve the issue with a battery replacement. The customer declined to return the insulin pump for analysis.